Manufacturer narrative:
Philips has investigated this complaint. The system was in clinical use and the issue occurred during a coronary diagnosis. The procedure was completed with limited function of footswitch. There was no harm was reported to the patient or user. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch has problem. The defective foot switch was replaced and returned to philips for further analysis. The analysis identified that there was corrosion or paint damage, missing anti slip and cable cut. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wired footswitch failed to trigger x-rays. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the footswitch and returned the system to use in good working order.